Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of essure device location of device: 1 cm distally in left fallopian tube") in a 32-year-old female patient who had essure (batch no. 626159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and menometrorrhagia. In (B)(6) 2008, 1 month 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, surgery (on (B)(6) 2008-left salpingectomy; tubal sterilization by fulguration) and surgery (on (B)(6) 2008-left salpingectomy; tubal sterilization by fulguration). At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: migration of essure device, left coil migrated on (B)(6) 2008-hsg test . Most recent follow-up information incorporated above includes: on 25-jun-2018: pfs received: new reporters, product indication updated, events device dislocation and dysmenorrhoea added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report..

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a 32-year-old female patient who had essure (batch no. 626159) inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and menometrorrhagia. In (B)(6) 2008, 1 month 5 days after insertion of essure, the patient experienced vaginal haemorrhage ("vaginal bleeding"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with ibuprofen and surgery (on (B)(6) 2008: left salpingectomy; tubal sterilization by fulguration). At the time of the report, the device breakage, pelvic pain, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered device breakage, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6) 2008: hsg test. Most recent follow-up information incorporated above includes: on 2-apr-2018: pfs received. Reporter added. Events abnormal bleeding (vaginal, menorrhagia) was added. Lab data added, concomitant condition added, treatment drug added. Essure insertion date updated. Essure lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") and device dislocation ("migration of essure device location of device: 1 cm distally in left fallopian tube") in a 32-year-old female patient who had essure (batch no. 626159) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and menometrorrhagia. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, 1 month 5 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), vaginal haemorrhage ("vaginal bleeding") and dysmenorrhoea ("dysmenorrhoea (cramping)"). In (B)(6) 2008, the patient experienced menorrhagia ("menorrhagia"). On (B)(6) 2008, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, surgery (on (B)(6) 2008-left salpingectomy; tubal sterilization by fulguration). Essure was removed. At the time of the report, the device breakage, device dislocation, pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea outcome was unknown. The reporter considered device breakage, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: migration of essure device, left coil migrated on (B)(6) 2008-hsg test. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fracturing of the implant") in a female patient who had essure (ess205) inserted. The occurrence of additional non-serious events is detailed below. In 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and pelvic pain ("pain"). The patient was treated with surgery (to remove the essure implant). Essure (ess205) was removed in 2006. At the time of the report, the device breakage and pelvic pain outcome was unknown. The reporter considered device breakage and pelvic pain to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.